Event description:
Ongoing issues with the philips cardiac workstation 7000 EKG units currently in use at [redacted] hospital. We have deployed a total of 10 units, and to date, 5 of them have experienced screen failures and touchscreen malfunctions. Philips has already been on site and performed software updates on three of the affected devices. However, two of those units have since failed again following the update. The issues observed include unresponsive touchscreens, screen freezing, and intermittent functionality, which are impacting clinical workflow. While no patient harm has been reported at this time, these failures pose a potential risk for delays in diagnostic procedures, particularly in critical care settings. Philips is currently engaged and plans to send an engineer on site to retrieve system logs and further investigate the root cause. Loaner units are also being coordinated.